Event description:
Stent out of position. The report received indicated that during a coronary procedure, the physician advanced the 2.75 x 18 mm cypher stent delivery system (sds); however, the physician encountered resistance due to calcium deposits in the vessel and while attempting to position the delivery system, the stent moved proximally on the balloon. The stent did not dislodge; instead, it was out of position on the delivery system, while still remaining on the balloon. After encountering the problem, the physician retracted the sds into the guide and was removed from the patient without complications. The procedure was completed with a taxus stent. Further information indicated the procedure included treatment of a calcified and highly stenosed lesion in the left anterior descending artery. The lesion length was 15 mm with a 2.5mm reference vessel diameter. The lesion had not been pre-dilated.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.